Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an impella 5.5 placed prior to implant. The patient was placed on extracorporeal membrane oxygenation support postoperatively. The patient had a temporary right ventricular assist device implanted.

Event description:
It was later reported that the right heart failure existed pre-device implant. It was also said that the device did not contribute to the right heart failure and the patient was treated with a durable left ventricular assist device implant. The patient was said to have felt symptoms of dyspnea, chest tightness and fatigue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.